Manufacturer narrative:
.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge was unable to be loaded onto the pump. The customer was able to successfully load a different cartridge onto the pump. There was no impact to the customer's blood glucose level.